Manufacturer narrative:
Additional narratives: any packaging non-conformance that results in a breach of the sterile package (i.e. Pinhole, tear or seal issue), has the potential to result in a serious infection. The device was not returned for evaluation, as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that the jar of a pericardial patch was cracked and the glutaraldehyde was spilled.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Damage to the package/product is most likely the result of mechanical damage incurred while in the care of the customer or in transit from the courier, and not an indication of a device malfunction.